Event description:
It was reported that a user of the ilet device contacted support with concern for impending hypoglycemia after a blood glucose of 135 mg/dl, had previously overtreated, and later experienced a glucose-falling-quickly alert at 95 mg/dl after an earlier hyperglycemic rebound to 220 mg/dl attributed to overtreatment. Customer care provided support that included troubleshooting and user education regarding treatment timing and appropriate carbohydrate dosing. Investigation of this case revealed user-related overtreatment behavior leading to fluctuating glucose levels rather than a device malfunction. No clinical symptoms associated with hyperglycemia reported concern for hypoglycemia with rapidly declining glucose. Outcomes included user education without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to hypoglycemia treatment practices.